Event description:
Patient reported obtaining a blood glucose result of 177 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 60u of insulin lispro. Patient stated that, 40 minutes later, he lost consciousness. Patient's spouse phoned emergency medical services and upon their arrival, 40 minutes later, patient's blood glucose measured 20 mg/dl (on paramedics' blood glucose monitor). Patient indicated that he was transported, by ambulance, to the hospital where he was treated with intravenous fluids (contents not provided) and given food. Patient noted that his blood glucose was tested at the hospital; however, he did not know the result. Patient was reportedly discharged later that day. Patient's current condition: "feeling ok." At the time of the event, patient was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.